Event description:
Same case as MDR ID: 2134265-2013-09486 and 2134265-2013-09488. It was reported that balloon a rupture occurred. The target lesion was located in the calcified tibial artery. A 3.0mm x 120mm x 150cm sterling sl balloon catheter was advanced to dilate the lesion. The balloon ruptured at an unspecified atms. The physician was able to remove the whole system out from the patients' body. The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).